Event description:
Clinical nurse specialist contacted dexcom on (B)(6) 2015 to report on behalf of patient a detached sensor wire that occurred on (B)(6) 2015. The patient had the sensor ripped off her body while playing and afterwards experienced abdominal pain. Patient went to the doctor and an x-ray was taken. The x-ray displayed, what appeared to be, the sensor wire underneath the patient's skin. No additional event information was provided. At the time of contact, no further medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.